Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the right coronary artery (rca). The 2.50x08mm xience xpedition stent delivery system (sds) failed to cross the lesion due to the patient's anatomy. Reportedly, although no resistance was met during withdrawal, the stent implant dislodged from the balloon in the target lesion. Attempts to snare the dislodged stent implant were unsuccessful; therefore, another xience xpedition stent implant was deployed to crush the dislodged stent implant against the vessel wall, while simultaneously treating the target lesion. There was no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.